Event description:
It was reported that the hose connection port was disconnected. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. D4: UDI number and h4: device manufacture date are unknown, as no valid serial number was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. The complaint was confirmed by visual inspection as the outlet was disconnected from the main unit. The cause was the load in the loosening direction is applied when the patient circuit is attached or detached. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the patient circuit connector with a force of 4.5 nm to resolve the problem. The device passed all functional tests after the repair.